Manufacturer narrative:
(B)(4). Alleged failure:tip of iconix inserted broke off in glenoid probable root cause: design: -inserter/implant not compatible with guide, -inserter material/design too weak, -inserter shaft cannot bend around curved guide, -drill not designed to center hole with respect to guide, -guide mouth not designed to grip bone, -guide not able to be gripped tightly. Process: -inserter, implant, and/or guide manufactured out of spec, -anchor coating process out of specification. Application: -excessive force impacting inserter, -movement of guide out of orientation to pilot hole, -use of wrong drill. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke and remained in the patient. Procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke and remained in the patient. Procedure was completed successfully.